Event description:
Hospital reported when the tech was moving overhead counterpoise system out of the way, the system fell from the ceiling hitting the tech in the left hand and right shoulder. The tech is seeing an orthopedic surgeon for a tear in the rotator cuff.